Manufacturer narrative:
Svc was not dispatched for this event. The field svc engineer (fse) did not evaluate the instrument. A review of the data for a sys check run on (B)(4) 2009 indicated that the resulted were within specs. The bci customer technical specialist (cts) determined pack sharing occurred while troubleshooting with the customer via telephone and upon review of the instrument's reagent inventories. Customer error is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to potential erroneous accu tni (troponin I) results generated on the unicel dxi access immunoassay sys for unspecified number of pts due to pack sharing. The customer did not provide archive data files to determine exact pt results. The initial erroneous results were not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.